Event description:
It was reported that prior to starting a da vinci prostatectomy procedure, the tips on the maryland bipolar forceps were not aligned. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis found the instrument's grips tips were bent. One grip was bent which caused side to side misalignment of grips. There was a .088 offset at the tips which indicated overloading at the tip. Failure analysis concluded that the damage may be due to mishandling/misuse. Failure analysis investigation also found the following damages: scratches were found on the surface of the distal pulley. The instrument's main tube had deep scratches/gouges. The distal end of the main tube had various scratch marks which exhibited light material removal and a rough surface finish. Scratches were short in length and not aligned with the tube. Failure analysis concluded that the damage may be due to mishandling/misuse. No other damage was found. The instruments and accessories user manual specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments.